Event description:
A canada home patient (hp) contacted baxter's (B)(4) regarding a system error 2240 alarm on the homechoice (hc) during dwell 4 of 5. The baxter technical service representative (tsr) assisted the hp with clearing the alarm. The tsr explained the se 2240 indicates a large amount of air has entered setup. The tsr instructed the hp to complete the therapy with a manual bag. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. The batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.